Manufacturer narrative:
Date of event: (B)(6) 2019 was used for the date of event since the reported stated that the events occurred (B)(6) 2019. The report alleges allergic reactions which may have been the reason for the symptoms; however, shear stress related skin injury cannot be excluded with the limited amount of information available. End of report.

Event description:
A customer reported that patients (number of patients unspecified) experienced alleged allergic reactions, reported as skin redness, itching and blistering in areas where the border adhesive came into contact with the skin after application of 1685 tegaderm IV advanced securement dressings. The symptoms began approximately six hours after initial application and resolved typically within 2-3 days. Treatment consisted of IV or oral antihistamines. The patients were undergoing chemotherapy and in some instances the dressing was difficult to remove since the skin was very fragile.